Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the v sense pace channel showed non- physiologic noise before the r-wave. The patient received inappropriate therapy due to the noise. The lead was found to have dislodged due to twiddler's syndrome.